Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor plus analyzer the customer received a negative control invalid when running a patient sample. The patient sample initially read negative but upon visual inspection, lines were seen on the cartridge and that same cartridge was reinserted in the veritor analyzer and it gave an error 12. The patient sample was recollected and customer got the same error 12 on recollect. No patient impact. The following information was provided by the initial reporter: customer is receiving neg internal control invalid when running patient sample. Customer states patient sample initially read neg, but lines were visually seen on cartridge. Same cartridge was reinserted and veritor gave error 12. Patient was recollected, error 12 given on recollect.

Manufacturer narrative:
Correction: this MDR should be considered canceled. This event is not reportable, this was an internal negative control error.

Event description:
It was reported that while using bd veritor plus analyzer the customer received a negative control invalid when running a patient sample. The patient sample initially read negative but upon visual inspection, lines were seen on the cartridge and that same cartridge was reinserted in the veritor analyzer and it gave an error 12. The patient sample was recollected and customer got the same error 12 on recollect. No patient impact. The following information was provided by the initial reporter: customer is receiving neg internal control invalid when running patient sample. Customer states patient sample initially read neg, but lines were visually seen on cartridge. Same cartridge was reinserted and veritor gave error 12. Patient was recollected, error 12 given on recollect.

Event description:
It was reported that while using bd veritor plus analyzer the customer received a negative control invalid when running a patient sample. The patient sample initially read negative but upon visual inspection, lines were seen on the cartridge and that same cartridge was reinserted in the veritor analyzer and it gave an error 12. The patient sample was recollected and customer got the same error 12 on recollect. No patient impact. The following information was provided by the initial reporter: customer is receiving neg internal control invalid when running patient sample. Customer states patient sample initially read neg, but lines were visually seen on cartridge. Same cartridge was reinserted and veritor gave error 12. Patient was recollected, error 12 given on recollect.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer displayed error 12 (catalog number 256066, serial number (B)(6)). Analyzer was not returned for investigation. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and non-conformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 via document# baltrm-256066-ha, rev 20.0, row ID 40. Complaint history for "instrument performance/operation¿ was reviewed for the month of august 2022. The upper control limit was not breached and trends were not identified associated with this defect.